Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to shock delivered into normal sinus rhythm (nsr). Upon review, the patient went into a ventricular arrhythmia at approximately 235 beats per minute (bpm) in the ventricular fibrillation (vf) zone. Quick convert anti-tachycardia pacing (atp) was successful, and the subsequent shock was diverted. However, the rhythm was redetected before the episode ended and the device began to charge. The rhythm converted spontaneously, and a shock was delivered afterwards because the device is not designed to divert two consecutive shocks. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to shock delivered into normal sinus rhythm (nsr). Upon review, the patient went into a ventricular arrhythmia at approximately 235 beats per minute (bpm) in the ventricular fibrillation (vf) zone. Quick convert anti-tachycardia pacing (atp) was successful, and the subsequent shock was diverted. However, the rhythm was redetected before the episode ended and the device began to charge. The rhythm converted spontaneously, and a shock was delivered afterwards because the device is not designed to divert two consecutive shocks. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this ICD delivered inappropriate anti-tachycardia pacing (atp), and the ICD was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.